Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm persisted. As a corrective measure, it was decided to replace the pump, which was still under warranty. The customer was informed on how to put the pump into storage mode before returning it and agreed to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The defective pump was to be returned using a prepaid label within ten days, and the customer acknowledged understanding these instructions.